Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion due to a reduction in estimated battery longevity of two and a half years of a 12 month timeframe. This device was subsequently explanted and replaced. This pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.